Manufacturer narrative:
Additional information from the affiliate: all recording signals lost intermittently at the first time and then disappeared completely on both surface ECG (bs) and intracardiac electrogram (ic) at the same time. The patient was under 2 hours of general anesthesia and the transseptal puncture was performed prior to the case cancellation. The case was rescheduled. The physician did not consider cancelling the procedure caused a risk for the patient. The case cancelled because of the product malfunction. Due to the potential risk from this malfunction as a result of the case cancellation, this event is being reported to the FDA. (B)(4).

Manufacturer narrative:
(B)(4). Bw field service engineers tested the system and couldn't replicate the reported problem. Bw field service engineers replaced ECG cards for preventive measures. The system was tested and it was found functioning. The suspicious ECG cards were tested by the carto manufacturer and no problem was found.since this was a MDR reportable event, an additional original external manufacturer (OEM) action (device history record (DHR) review or investigation) was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported that during a procedure, substantial noise developed on the bs ECG's and eventually the ic signals became noisy as well. The user tried trouble-shooting, but the issue could not be resolved, including changing out cables and make sure the equipment is well grounded. The procedure was stopped (aborted) due to inability of the physician user to accurately read the ecgs. There was no harm (injury) to the patient according to the user. Customer is requesting evaluation/repair of the system asap.